Event description:
A health care professional contacted adc to report that a tip of the sensor filament was left in the customer¿s arm on (B)(6) 2019. It was further reported that customer required medical attention for the removal of the sensor tip from the customer's arm. The hcp used sterile suture removing tweezers to extract the filament from a customer¿s arm. No further treatment or medication was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 has been updated based on product download sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was observed to be properly seated in mount. Sensor plug was removed, and a visual inspection was performed. Sensor neck crack was observed, which is indicative of an insertion failure. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the reported applicator and sensor pack are returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional contacted adc to report that a tip of the sensor filament was left in the customer¿s arm on (B)(6) 2019. It was further reported that customer required medical attention for the removal of the sensor tip from the customer's arm. The hcp used sterile suture removing tweezers to extract the filament from a customer¿s arm. No further treatment or medication was required. There was no report of death or permanent impairment associated with this event.